Event description:
Patient mentioned the recall and reported left side breast pain and "breast hardened and became more swollen with each passing day". Patient reported an ultrasound was performed, which found left side "significant seroma around the entire prosthesis, which may be suggestive of bia alcl". Histopathological markers cd30+ and alk- have not been received. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2014. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significant seroma around the entire prosthesis, which may be suggestive of bia alcl."